Manufacturer narrative:
Bunching is abuse of the product, and a violation of the instructions and warning provided. This incident is direct result of misuse/abuse of the product.

Event description:
Consumer states that the heating pad burnt through. No injuries were reported with this incident.